Event description:
The patient sample generated a falsely depressed magnesium result of <0.7 mg/dl which was processed on the architect c16000 analyzer. The falsely depressed magnesium result was reported outside of the laboratory and the patient received magnesium (unknown if oral or intravenous administration). A redraw sample, after the patient received magnesium, tested architect magnesium of 2.5 mg/dl. The initial sample was repeated generating an architect magnesium of 2.2 mg/dl. No adverse effects were reported from the administration of magnesium to the patient. The account uses a magnesium normal range of 1.6 to 2.6 mg/dl.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott field service (fs) investigated the issue on site and also performed a total call on the architect c16000 system. Initially fs believed that the erratic results were caused by the degasser intermittently allowing bubbles into the sample lines. Abbott support also noted most of the errors occurring in a specific segment of cuvettes. The fs actions taken to address the issue include replacing the degasser and the suspect cuvette segment. No other issues were identified while performing the total call. The service history for architect c1600522 does not include subsequent reports of erratic results. A 12 month complaint review and a review of tracking and trending for degasser and cuvette segment did not identify any product issues or adverse trends. A review of c16000 ln 3l77 and magnesium ln 7d70 trending data did not find any related product issues or adverse trends. The architect system operations manual and magnesium package insert provide adequate information with regard to specimen handling, result flags, required maintenance, and troubleshooting the reported issue. Causes for erratic results include sample integrity related issues, cuvette segment screws are loose, cuvettes are dirty, cuvette washer not functioning, and hardware failure. Causes for bubbles in the sample or reagent probe tubing or syringes include loose or damaged tubing, failed syringe seals, and hardware failure - degasser. The user is advised to contact customer support to resolve hardware failures. Architect c1600552 generated result flag < and multiple error codes which alerted the user to perform troubleshooting. Fs resolved the issue. Based on the investigation performed a deficiency is not identified.